Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl with a high ketone level. Bg was treated with intravenous insulin and bolus via the pump. Reportedly, customer left the ER 4 hours later with no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as the customer did not have the pump available for troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections until a replacement device arrives.